Event description:
The clinician reported that over 2.5 years after the dental implant was placed in the patient's mouth, the implant lost osseointegration. The clinician reported the patient's pain, implant mobility, swelling, inflammation, bone loss and peri-implantitis. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.